Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. Occupation - cath lab assistant. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr sheath was used. The angio-seal was applied according to the IFU. The whole system, with anchor and collagen was withdrawn out of the artery. The device was removed, and manual compression was applied. The patient had been treated as intended. There was no delay of the procedure. The procedure was a coronary angiography. Hemostasis achieved by manual compression, 30 minutes. A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. No pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was in stable condition. There were no other devices or equipment used with the reported product. There was no harm to the patient.